Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a galaxy coil (B)(4) stretched prior to use in the patient. The event did not result in a patient adverse event.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, a galaxy coil (640cx2535/(B)(4)) stretched prior to use in the patient. The event did not result in a patient adverse event. Multiple attempts to obtain additional information were unsuccessful. A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17132359 presented no issues during the manufacturing process that can be related to the reported complaint. The coil stretching was confirmed. The cause of the stretched condition and the kink noted on the device were apparently caused by applying excessive force on the device, but it could not be conclusively determined. This defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective action will be taken at this time.